Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and could not confirmed that the system shutters were closing automatically. Review of the log files showed there is none with closed shutters. There are 1100 shutter adjustment made that day. None of them is strange. Malfunction cannot be confirmed. Upon functional testing, fse found it to be working fine. The device was confirmed to be operating per specifications and no failure was identified. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the system is rebooted once. The procedure was completed as planned by using the same system. The device was confirmed to be operating per specifications and no failure was identified, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the shutters were closing automatically. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.